Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-mar-2026, it was reported by a distributor via (B)(4) that an ar-6485 arthroscopy pump had display interference observed with a possible error in the front display card. This was discovered during use with no patient harm reported.